Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the needle detached from the holder, requiring recollection of the sample. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d.9.: device available for evaluation: yes. H.3.: device eval by manufacturer? Yes. D.9.: returned to manufacturer on: 09-jul-2025. Investigation summary: bd received six samples for investigation. These returned samples underwent functional tests, and a visual inspection for defective locking mechanisms and hub/collar separation. All returned samples passed the tests with no evidence of device damage, leakage, or separation during use, and no signs of damage or separation during the activation of the safety shield. Additionally, 10 retained samples underwent similar functional tests, and all samples passed with no issues noted. Furthermore, 20 retained samples were visually inspected for defective locking mechanisms and hub/collar separation, and all samples passed with no signs of damage or separation during the activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: separates. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the needle detached from the holder, requiring recollection of the sample. No adverse impact was reported regarding the patient or user.